Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 and h6 have been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation investigation summary device analysis: 5.5 complaint pump was returned cut. Pump visually inspected, no issue or abnormality found. Peri procedural adverse event, ventricular tachycardia (vt): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all post sterile inspection checks.

Manufacturer narrative:
Updated information: d4 catalog number updated.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that the patient encountered ventricular tachycardia during impella 5.5 insertion and during usage in the intensive care unit. The patient remained on support and patient outcome after explanted was noted as survived.